Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was 50 mg/dl without signs or symptoms of hypoglycemia. It was reported the patient was treated by a medic with juice and other unspecified treatment. The reporter noted the patient was located in a desert and their meter was non-functioning and the pump¿s screen was blank. The reporter noted the patient discontinued pump therapy and the pump¿s settings were not recently changed. Troubleshooting was unable to be completed and no additional information was provided. Several unsuccessful attempts have been made to contact the patient. This complaint is being reported because a pump malfunction could not be ruled out as a contributing factor of the alleged blood glucose excursion.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis: the device was returned and evaluated by product analysis on 12/22/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of the complaint; data from the alleged event date was overwritten due to extended continued use. The total daily dose records indicate the pump was delivering per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test revealed the pump was delivering within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.